Manufacturer narrative:
One anchor, collagen fragment, and suture segment, consistent with components used in the angio-seal device, were visually inspected. The anchor and collagen fragment were secured by the intact suture loop. The knot was tight, and the compacted collagen was in direct contact with the anchor dome. The running suture was approx 1.0" in length; the suture proximal end was consistent with cutting. No contributing visual anomalies were noted. Review of the device history record confirmed this lot met mfg requirements prior to shipment. There was no evidence found to suggest the incident was due to an intrinsic defect in the angio-seal device, as supported by the review of the mfg traveler and the analysis performed. The cause of the reported incident remains unk. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instruction for use (IFU) states that if collagen protrudes from the skin after tamping attempt to push the collagen under the skin using the tamper tube or a sterile hemostat. Do not apply vigorous tamping as this may result in anchor fracture. Do not cut off the excess collagen, as the suture woven through the collagen may be cut and the integrity of the anchor/collagen sandwich could be compromised.

Event description:
It was reported following a percutaneous coronary intervention (pci), a 6f angio-seal sts plus was selected for use. It is unk whether a pre-deployment angiogram was performed or not. A 6f sheath was also used during the procedure. After setting the anchor, the physician withdrew the device and the collagen was fully exposed above the skin. The physician did not push the collagen below the skin, but applied manual compression for 20 minutes. Hemostasis was able to be achieved at that time and the portion of the collagen protruding from the skin was cut. A few days later, an echocardiography was performed, which revealed the anchor was floating in the artery. Thrombus had also formed and the artery was approx 50-75% stenosed. The pt's ankle-brachial index (abi) measured 0.5 at that time. On (B)(6) 2011, the pt underwent a thrombectomy procedure. During the procedure, the thrombus was removed, but the angio-seal anchor could not be located. The pt was kept in the hosp for further monitoring. On (B)(6) 2011, the pt was taken to surgery, where the angio-seal was located and removed. The anchor had moved approx 3 cm proximally from its original deployment position. The pt was reported to recovering.